Event description:
It was reported that one jaw of a laparoscopic modular grasping forceps broke off in a pt's abdomen during laparoscopy. The physician was able to retrieve the broken metal piece with no difficulty. No pt problem was reported.